Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Reference MFR. Report # 1627487-2019-07232. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue.

Event description:
Related manufacturer reference number # 1627487-2019-07232. Additional information received indicated x-rays were taken and indicated the leads migrated. Surgical intervention may still take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report # 1627487-2019-07232. It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s leads were explanted and replaced. Therapy has been restored post-op.